Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new batteries, battery opening piece was broken off, multiple presses for buttons to respond and unexplained no delivery alarms while priming. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no delivery alarm, button keypad anomaly and failed battery alarm due to blank display. Device received with broken battery tube threads and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).